Event description:
On 4th feb 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-3602-2, fibertak¿ suture anchor, double loaded with 1.3 mm suturetape¿ (white and white/blue), the anchor shaft broke when the anchor was tapped with a fist to facilitate insertion. This was detected during a bankart repair procedure on (B)(6) 2026. The procedure was completed successfully by using ar-1934bft-2. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.